Event description:
Physician states that due to exposure to latex proteins in the gloves that she wore when she practiced medicine as well as the gloves that others wore around her, she developed, "latex toxic protein syndrome". She experienced the following symptoms: an anaphylactic reaction, onset of adult asthma with wheezing, conjunctivitis and rhinitis.